Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. This MDR being submitted for unknown number of quantities. It was reported that the patient faced events of twisted tubing on (B)(6) 2025. The issues occurred with multiple infusion sets after 8 hours of use. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2197841 - MDR 3003442380-2025-08456. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated has been evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch 6009401 in question was manufactured at the reynosa site. Complaint investigation: the reference samples for batch 6009401 were previously tested in complaint (B)(4) on 27/jun/2025. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009401 was manufactured according to the wi version 117 in the line 7, on 28/sep/2024, with a total of (B)(6) units. Gluing of tubing the lot 4j04144 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 29/oct/2024 with a total of (B)(6) units. The lot 4j01636 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 29/oct/2024 with a total of (B)(6) units. The lot 4j01651 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc02, on 21/sep/2024, with a total of 30, 135 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6009401 and another 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.